Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported "implant rupture and capsular contracture - baker grade I. Confirmed by MRI. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed posterior device on posterior side assessed as surgical impact opening. (Shell thickness was within specification). Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: stress marks observed. No further actions are required as the device was implanted.

Event description:
Physician reported "implant rupture and capsular contracture - baker grade I. Confirmed by MRI. Device has been explanted. This relates to the right side